Manufacturer narrative:
Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. A root cause could not be determined and the complaint could not be determined.

Event description:
It was reported that a bd insyte¿ autoguard¿ bc shielded IV catheter was defective. "Both IV's seem to be shriveled, cut or uneven at the end of the catheter tip." The following information was provided by the initial reporter: "both IV's seem to be shriveled, cut or uneven at the end of the catheter tip.there were two actual ivs involved from two different clinicians, both had the same problem and situation."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insyte¿ autoguard¿ bc shielded IV catheter was defective. "Both IV's seem to be shriveled, cut or uneven at the end of the catheter tip." The following information was provided by the initial reporter: "both IV's seem to be shriveled, cut or uneven at the end of the catheter tip. There were two actual ivs involved from two different clinicians, both had the same problem and situation."